Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed occlusion test" was not reproduced. A review of the event history log (ehl) revealed multiple "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The force sensor will be calibrated as a precaution. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed the occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.